Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was removed from the patient after it delivered two inappropriate shocks.